Event description:
Reference number (B)(4). Event occurred in france. It was reported that the child patient faced an event of hyperglycemia on (B)(6) 2025. The blood glucose level of the patient was 400 mg/dl. No further information available.